Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump was not delivering all the insulin. The blood glucose reading was 320mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The time, date, basal, and bolus wizard settings were correct. Reviewed the alarm history and found a low reservoir and low battery alarm. Assisted the caller to run a manual prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives to continue testing. No further information was provided.